Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty removing the device was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.5x8 mm nc trek was used for post-dilation of a coronary stent in the ostial left anterior descending (lad) coronary artery. There was difficulty removing the nc trek, so it was taken out with the introducer sheath as a unit. It is unknown what the nc trek interacted with during removal. The stent was confirmed to be apposed to the vessel well. There were no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.